Event description:
It was reported that the jaw of the pituitary broke off during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and functional inspection identified the inferior shaft is broken at the centerline of the pivot pin hole, and the pivot pin is missing. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order to induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.